Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the display was dim. The customer was previously able to replicate the issue but was not in with the device at the time of the call. A service quote consisting of the replacement liquid crystal display (lcd) assembly, backlight inverter printed circuit board assembly (pcba), and user interface (ui) pcba was sent to the customer for approval on may 27, 2026. Final investigation and disposition are pending.